Event description:
It was reported that the patient experienced vessel perforation. The target lesion was located in the proximal circumflex artery. A 6f guidezilla ii was selected for use. During the procedure, the physician wired and ballooned the vessel and tried to deliver an unspecified stent into the circumflex artery. However, the target area had about an 80 to 90 degree some intricate bend in the proximal segment and he could not deliver the stent. Consequently, the physician removed the delivery system with the stent and proceeded to advance the guidezilla for better support. At this point of the procedure, a significant perforation of the proximal circumflex was observed and the patient had an intramural hematoma. The physician performed an echo and there was no significant effusion noted. Then, an extra wire was advanced in the lad to contain the perforation and they waited. Prolonged inflations were also done in the artery and the perforation was contained. The physician was able to send the patient back into the ICU. No further patient complications were reported and the patient's status post-procedure was stable.